Event description:
The patient stated that they received low blood glucose (bg) alert from dexcom and subsequently lost consciousness mid-flight. The patient mentioned that she was traveling between states within the united states at the time. On (B)(6) 2025, the paramedics took them to the emergency room (ER). The patient does not recall the duration of the ER visit, as they lost consciousness. They also do not remember the discharge date but according to the discharge paperwork, it was on (B)(6) 2025, at 6:30 pm pacific standard time. The patient stated that the diagnosis received was hypoglycemia, identified as a complication caused by the insulin pump. The patient stated that the paramedics administered glucagon as their bg level was below 40 mg/dl. The patient further stated that they believed it occurred when they thought they were pausing the insulin however they had switched it to manual mode and feel that may have been the cause of the low glucose levels experienced.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.5. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.